Event description:
It was reported that the pump could not detect the syringe. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case cracked by the l bracket pole clamp, cracked right plunger case and battery door. There was visible contamination. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing was able to duplicate the reported issue. The root cause of the issue was the customer damaged the plunger cable during their disassembly or reassembly of the pump. Replaced plunger cable. Performed self test and syringe test.